Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for eri reached was observed via remote transmission. Review of the transmission revealed premature battery depletion. The patient is pacemaker dependent. The device was explanted and replaced.